Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had been experiencing beeping tones from this implantable device. Upon device data review, the physician noted that code 1009 was triggered indicating a capacitor discharge into the internal resistor which exceeded the time limit of 2 seconds. Boston scientific technical services was contacted and recommended emergent device replacement as shock delivery could be impacted. The physician elected to surgically explant and replace this device to resolve the event. The patient was stable with no additional adverse consequences reported. The device is expected for analysis, but has not yet been received.